Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred with the first packet. Even though there was no problem with loading the cartridge, when firing the clips in a laparoscopic cholecystectomy, the clips didn¿t deploy well for 3 times consecutively. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. Rfr code was changed. If information is provided in the future, a supplemental report will be issued.